Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
It was reported that the auto release did not work and the dural injury occurred (the degree of severity is unknown) when the surgeon used it to open the 5th hole although it was used without any problems until 4th hole. The product was used after re-sterilization. No further information was provided by the hospital. The product will be returned to your site.

Manufacturer narrative:
Updated UDI : (B)(4). A review of manufacturing records found no anomalies when the device was released to stock. Upon completion of the device evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The perforator was returned for evaluation. The device was visually inspected. No anomalies were observed. The perforator was then functionally tested. A series of five holes were drilled without issue. A review of manufacturing records was performed and found that the device met specification when released to stock. Based on the results of the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.